Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that arm of the lift is bent and there are no replacement parts.